Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: 7085230; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), lot: 7091535; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), lot: 7091398; product family: db-4600c, upn: m365db4600c0, model: db-4600c, serial: (B)(4), lot: 27730335; product family: db-4600c, upn: m365db4600c0, model: db-4600c, serial: (B)(4), lot: 27648293; product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: n/I, lot: n/I.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) lead site in the head. The patient underwent an explant procedure where the system was removed. The physician assessed the event may be related to the devices. The devices will not be returned as they were disposed of by the medical facility.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) lead site in the head. The patient underwent an explant procedure where the system was removed. The physician assessed the event may be related to the devices. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that it is unknown how the infection could be device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7085230. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7091535. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7091398 product family: db-4600c. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Lot: 27730335. Product family: db-4600c. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Lot: 27648293.